Event description:
It was reported that during use of the y-knot all suture anchor in a shoulder arthroscopy instability repair procedure on (B)(6) 2013, the tip of the fork on the driver/inserter broke off. In this instance, the anchor was not yet fully inserted and as such the anchor and the broken tip were removed with no problems noted. Another anchor was used, the case continued on and completed with the insertion of two additional anchors. As reported, other than a 5 minute delay, the procedure was completed with no further complications or patient injury. The male patient was discharged as per normal procedure.

Manufacturer narrative:
The involved y-knot all suture anchor driver and the broken tip are not expected for evaluation, as the device was discarded at the user facility. Without the actual product, an evaluation could not be performed and the cause of the reported failure was unable to be determined. However, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on march 13, 2013 in a lot of (B)(4) units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There is one other complaint from the same customer for this item and lot number with a different failure mode. This failure mode is addressed in the (B)(4), and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Device .was not returned from user.